Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012400110 was received and analyzed. Visual inspection was performed and the catheter was returned without the guidewire. The guidewire lumen was received extended with no damage observed on the array loop assembly. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and at dual lumen. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was reprogrammed before connection to the generator via a catheter interface cable, and therapy deliveries were successfully performed. The electrical continuity test revealed an open loop between electrode 8 and connector pin 8. The catheter passed the electrical hipot test without any failures. Dissection of the catheter confirmed broken electrode wires outside the handle at 0.6 inches distally from the handle nose. In conclusion, the loop catheter failed the returned product inspection due to broken and kinked electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, there was noise in the electric potential. The pin cable was replaced without resolution. The catheter was replaced which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.